Event description:
Healthcare professional reported "patient with ruptured implant". Diagnosed via us. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Phone (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device was intact and found to be non-abbvie.